Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the device was not getting enough power to operate. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. The device was changed out.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician (srt) was unable to duplicate the reported complaint. The user facility's foot switch could not be tested because it was not returned for evaluation. The unit operated to the manufacturer¿s specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.